Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The lesion was not predilated. The physician was attempting to place a taxus express2 2.5x8mm drug eluting stent in an unk vessel and, while pushing, the catheter shaft became kinked (they did not reach the lesion). He removed the catheter and was trying to straighten it when the catheter shaft broke. The procedure was completed with another taxus drug eluting stent. No pt complications were reported. Pt's condition was reported to be satisfactory.